Manufacturer narrative:
(B)(4). Evaluation summary:this report was confirmed in the lab for broken occluder feet. The root cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown.

Event description:
A doctor reported to baxter (B)(4) that the occluder feet from a transfer set broke. The set had been used for about 6 months. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.